Event description:
I received a cat scan of the neck, which was ordered by my ent to rule out salioadenitis. The scan was negative and an antibiotic cleared up all the problems I had been having. I later experienced burning of the neck, chest and back. These symptoms are still there. I also developed sores on the palate. These occurred several times over a period of months. I also had pain along the back of my head that continued for months. The facility where I had the scan done was written up in our local paper as giving more radiation than necessary for scans. I ended up getting the report on the amount of radiation used. I was told by several sources that it was on the high side and especially high for the diagnosis - included much more of an area of neck than was needed, also included sinuses. I ended up experiencing severe depression over this and the symptoms that I was having. I was in good health prior to the scan.